Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This follow up report is being filed to correct the product information and PMA/510(k) number.

Manufacturer narrative:
The complaint device was received but the broken anchor was not returned, only the slotted driver with handle and sutures. Visual observation of the slotted driver and sutures show no anomalies and confirm the usage of the device, since the broken anchor was not returned we cannot confirm the complaint. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. Apart from these considerations, a root cause cannot be discerned at the time of this investigation. A DHR review was conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. We cannot discern a root cause for this failure. Based on the overall complaint rate for this failure, at this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
The affiliate reported via email during a rotator cuff repair, the anchor body broken when screwing in. No tensile force on the threads. Drilling channel prepared with 5.5 pfriem. The procedure was completed with same like product with two minute delay. Additional information received via email from the affiliate on 6-30-17 all of the fragments were removed from the patient the insertion was not off axis it is unknown what type of bone quality the patient has. The surgeon did use the original bone hole to complete the procedure. When did the breakage occur? During the procedure. Did the breakage result in surgical delay of greater. Than 30 minutes or an inability to complete the procedure as intended? No, 2 minute delay. If breakage occurred near surgical site, how were fragments retrieved? N/a. How was the procedure completed? Same like device. Were alternatives readily available? Yes. Were there any procedural or patient anatomy. Factors which may have contributed to the breakage? Unknown. Is surgical intervention planned? Yes. Did portion of the device remain in the patient? No. Any patient impact? No.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
The affiliate reported via email during a rotator cuff repair, the anchor body broken when screwing in. No tensile force on the threads. Drilling channel prepared with 5.5 pfriem. The procedure was completed with same like product with two minute delay. Additional information received via email from the affiliate on 6-30-2017. All of the fragments were removed from the patient. The insertion was not off axis. It is unknown what type of bone quality the patient has. The surgeon did use the original bone hole to complete the procedure.